Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop and low speed events as well as power and flow elevations; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported elevated ldh, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from 22jun2020 at 18:15:10 to 01jul2020 at 10:59:36. The pump speed and low speed limit were set for 9400 rpm and 9000 rpm for the duration of the submitted log file. On 23jun2020 and 26jun2020, there were 4 pump stops, resulting in low speed hazards, low speed advisories and low flow hazards. Both pump stop events occurred while the patient was supported by their mpu. Additionally, on 26jun2020, there were numerous events where the pump power was elevated, ranging from 8.8-12.3 watts. The power elevations appeared to be associated with elevations in calculated flow, ranging from 8.3-12 lpm. Based on complaint history and similarly reported events, the pump stop and low speed events seen in the submitted log files is potentially consistent with damage to one or more wires; however, a specific cause could not conclusively be determined as the entire driveline was not returned. Additionally, based on complaint history and similarly reported events, the power and flow elevations seen in the submitted log file could be indicative of a potential thrombus; however, a specific cause could not conclusively be determined through the evaluation of heartmate ii lvas, serial number (B)(6). The submitted x-rays revealed one section of the driveline which appeared to have been kinked. The remaining sections of driveline appeared to be unremarkable. (B)(6) was returned with the driveline severed approximately 2¿ from the pump housing. The sealed inflow conduit (inlet elbow, flex section and inlet extension) was returned unattached from the inlet port. The sealed outflow graft with outflow graft bend relief and bend relief collar were returned unattached from the outflow elbow. The outlet elbow was returned attached to the outlet port. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor and blood-contacting surfaces did not reveal any anomalies. The pump¿s bearings, rotor and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 13dec2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document labeled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic due to rising lactate dehydrogenase (ldh) which on coumadin and aspirin. The patient had apparently disconnected both batteries twice. The first disconnection showed a pump off alarm, while the second showed a no external power alarm. The patient was admitted for intravenous (IV) heparin. A review of the log file noted 2 pump stops and 5 low speed advisories. Speed drops were as low as 0 revolutions per minute (rpm). This type of issue has been linked to issues with the percutaneous lead. These issues appeared to be occurring only while the pump was connected to the power module. Technical support recommended that the patient stay on battery power or on an ungrounded patient cable until further investigation is completed. Technical support requested x-rays to determine the location of a possible compromise in the percutaneous lead. Several transient power elevations above 10 watts were also noted on (B)(6) 2020. The power elevations did not appear sustained and returned to normal parameters. Technical support noted that the presence of elevated ldh levels may point to a clinical condition such as thrombus. Technical support also noted that a potential rotor obstruction such as thrombus may also have caused the pump stops. A no external power event was found on (B)(6) 2020 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. Abdominal x-rays were sent. The images showed 2 interesting areas: 1 external and 1 internal. The areas seemed to show a shield disruption. The patient was scheduled for a pump exchange. A computed tomography angiography (cta) showed that there may be a clot in the inflow cannula. The account believed that the patient may have both a short to shield and pump thrombosis. The patient had intermittent pump stops due to a potential short to shield. The patient returned to the operating room after rising ldh and suspected pump thrombus. The patient was exchanged from a heartmate 2 to a heartmate 3.